Manufacturer narrative:
One cadd legacy 1 pump was received in good physical condition. The event log was reviewed and there was a high pressure alarm. Pressure testing was conducted and the pump was operated in user mode. The reported "high occlusion psi" issue was verified. During the pressure test, the pump alarmed for high pressure at 12psi, which is the minimum specification for the downstream occlusion sensor (dso). Technically, this is not an error condition but it is low enough to cause concern. Additionally there was a "battery depleted" alarm and a "service due" recorded in the event log which is caused by the real time clock (rtc) battery failing. It was suspected that the dso was marginally operational. The dso will be replaced as a preventative maintenance.

Event description:
Information was received that this smiths medical cadd legacy pump exhibited high occlusion psi. It was reported that there was no patient involvement.